Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high glucose of 559 mg/dl. The customer stated having multiple no delivery alarms. The customer was experiencing high glucose for the past five days. Troubleshooting was performed. The customer's most recent glucose reading was 155 mg/dl, and he has treated with manual injections. Reviewed the programming, time, and date. Found that the quick serter gets stuck at times. Advised the customer that a replacement of the serter will be sent. No further info was provided.